Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer was receiving no delivery alarms while priming their infusion sets. The customer's blood glucose was 381 mg/dl. The customer treated their blood glucose with a bolus delivery. It was found the customer's alarm was resolved by an infusion set change. Troubleshooting did not occur because the alarm was a past event. The customer will be returning their infusion set for analysis. No additional information provided.